Event description:
This spontaneous report was received on (B)(6) 2015 from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included muscle biopsy on (B)(6) 2015 and allergies to the contrast dye used in magnetic resonance imaging (MRI) and statin medications. She was not taking any concomitant medications. The social history included smoking (0.5 ppd). Her weight was 70 kilograms. On (B)(6) 2015, the consumer started using johnson and johnson band aid brand of first aid products waterproof pads (lot number 2804b, expiration date unspecified) cutaneously, five bandages, one hour at most, to cover biopsy of the upper thigh muscle. On same day, after about two to three hours when she removed the bandage, she had diarrhea, felt a tingling sensation and noticed a red mark on the area where the bandage was applied. Later that night, she experienced trembling and dizziness and she was pale. On the following day, when the device was reapplied she experienced worsening trembling and dizziness and had flu-like symptoms. She further experienced burning sensation where the device was applied and her skin was swollen, itchy, and painful. She did not use the device further. She washed the affected area with hot soapy water and applied neosporin (bacitracin, neomycin, and polymyxin b) to treat the events. She also took aspirin for the inflammation and drank green tea to relieve the flu-like symptoms. After two hours, the flu-like symptoms, tingling, trembling and dizziness were resolved. On the following day, she developed blisters. After an unspecified duration, she developed scabbing and a scar on the area where the blisters were located. On an unspecified date, she consulted a physician and was advised that she was experiencing anaphylactic shock. On (B)(6) 2015, the affected area continued to be red, inflamed, painful, with an uncomfortable burning sensation and scarring at the bottom edge. She did not further consult a healthcare professional. The remaining events were resolving. A review of the data revealed no unfavorable trends for the reported lot number. The analysis of the product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was assessed as serious (medically significant). The company causality for the event diarrhea was assessed as not related while the events of flu like symptoms and anaphylactic shock were assessed as related.

Manufacturer narrative:
This is a first follow up submission for the third product in this case. The manufacturer report number for this submission is 2214133-2015-00015. The manufacturer report number for the first, second, fourth, and fifth products are 2214133-2015-00013, 2214133-2015-00014, 2214133-2015-00016, 2214133-2015-00017 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included muscle biopsy on (B)(6)-2015 and allergies to the contrast dye used in magnetic resonance imaging (MRI) and statin medications. She was not taking any concomitant medications. The social history included smoking (0.5 ppd). Her weight was (B)(6). On (B)(6)-2015, the consumer started using johnson and johnson band aid brand of first aid products waterproof pads (lot number 2804b, expiration date unspecified) cutaneously, five bandages, one hour at most, to cover biopsy of the upper thigh muscle. On same day, after about two to three hours when she removed the bandage, she had diarrhea, felt a tingling sensation and noticed a red mark on the area where the bandage was applied. Later that night, she experienced trembling and dizziness and she was pale. On the following day, when the device was reapplied she experienced worsening trembling and dizziness and had flu-like symptoms. She further experienced burning sensation where the device was applied and her skin was swollen, itchy, and painful. She did not use the device further. She washed the affected area with hot soapy water and applied neosporin (bacitracin, neomycin, and polymyxin b) to treat the events. She also took aspirin for the inflammation and drank green tea to relieve the flu-like symptoms. After two hours, the flu-like symptoms, tingling, trembling and dizziness were resolved. On the following day, she developed blisters. After an unspecified duration, she developed scabbing and a scar on the area where the blisters were located. On an unspecified date, she consulted a physician and was advised that she was experiencing anaphylactic shock. On (B)(6)-2015, the affected area continued to be red, inflamed, painful, with an uncomfortable burning sensation and scarring at the bottom edge. She did not further consult a healthcare professional. The remaining events were resolving. A review of the data revealed no unfavorable trends for the reported lot number. The analysis of the product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was assessed as serious (medically significant). The company causality for the event diarrhea was assessed as not related while the events of flu like symptoms and anaphylactic shock were assessed as related. Additional information was received on 08-may-2015. On an unspecified date, the consumer had severe chemical burns, pain and blistering on the area where the pad was applied. After an unspecified duration, she was left with a permanent four-inch scar beneath the biopsy incision and blister area. After about three weeks, she still had burning sensation on the affected area while the event scar did not resolve. This report remains serious. The company causality for the event scar was assessed as related.

Manufacturer narrative:
This is a second follow up submission for the third product in this case. The date of this submission is 03-jun-2015. The manufacturer report number for this submission is 2214133-2015-00015. The manufacturer report number for the first, second, fourth, and fifth products are 2214133-2015-00013, 2214133-2015-00014, 2214133-2015-00016, 2214133-2015-00017 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 08-apr-2015 from a (B)(6) caucasian female consumer reporting on self from the united states. The medical history included muscle biopsy on (B)(6) 2015 and allergies to the contrast dye used in magnetic resonance imaging (MRI) and statin medications. She was not taking any concomitant medications. The social history included smoking (0.5 ppd). Her weight was (B)(6). On (B)(6) 2015, the consumer started using johnson and johnson band aid brand of first aid products waterproof pads (lot number 2804b, expiration date unspecified) cutaneously, five bandages, one hour at most, to cover biopsy of the upper thigh muscle. On same day, after about two to three hours when she removed the bandage, she had diarrhea, felt a tingling sensation and noticed a red mark on the area where the bandage was applied. Later that night, she experienced trembling and dizziness and she was pale. On the following day, when the device was reapplied she experienced worsening trembling and dizziness and had flu-like symptoms. She further experienced burning sensation where the device was applied and her skin was swollen, itchy, and painful. She did not use the device further. She washed the affected area with hot soapy water and applied neosporin (bacitracin, neomycin, and polymyxin b) to treat the events. She also took aspirin for the inflammation and drank green tea to relieve the flu-like symptoms. After two hours, the flu-like symptoms, tingling, trembling and dizziness were resolved. On the following day, she developed blisters. After an unspecified duration, she developed scabbing and a scar on the area where the blisters were located. On an unspecified date, she consulted a physician and was advised that she was experiencing anaphylactic shock. On (B)(6) 2015, the affected area continued to be red, inflamed, painful, with an uncomfortable burning sensation and scarring at the bottom edge. She did not further consult a healthcare professional. The remaining events were resolving. A review of the data revealed no unfavorable trends for the reported lot number. The analysis of the product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was assessed as serious (medically significant). The company causality for the event diarrhea was assessed as not related while the events of flu like symptoms and anaphylactic shock were assessed as related. Additional information was received on 08-may-2015. On an unspecified date, the consumer had severe chemical burns, pain and blistering on the area where the pad was applied. After an unspecified duration, she was left with a permanent four-inch scar beneath the biopsy incision and blister area. After about three weeks, she still had burning sensation on the affected area while the event scar did not resolve. This report remains serious. The company causality for the event scar was assessed as related. Additional information was received on 28-may-2015. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Manufacturing and facility issues were reviewed and no issues were found related to the reported defect. The complaint was closed with a disposition of undetermined. This report remains serious.

Manufacturer narrative:
This is an initial submission for the third product in this case. The manufacturer report number for the first, second, fourth and fifth products are 2214133-2015-00013, 2214133-2015-00014, 2214133-2015-00016, 2214133-2015-00017 respectively. This closes out this report unless other additional significant information is received.